Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient stated they did not feel the therapy is helping them at all. Patient stated they tried all 4 programs and increased it to 5.8 or 5.6. Patient states they used to only have it to 3.5 or 4.0. Patient states they keep raising the therapy but it's hardly working. Patient stated this issue started a couple months ago and seems to be getting worse. Patient pulled up settings on the call and confirmed stim is on at 4.7v on program 4. Patient services reviewed patient's options to continue increasing as long as it's comfortable. Patient services also reviewed switching program if increasing becomes uncomfortable or patient can't go any higher. Patient services recommended checking with doctor before switching programs. Patient services recommended if these steps did not resolve issues, patient would have to discuss with doctor next options. Patient services also reviewed representative can be reached through the doctor. No further complications were reported at this time. Additional information was received from a patient. They reported that their prior ins was on the left side and they had to take it out.